Event description:
Allegedly the patient is experiencing mom complications (right). Additional information received (B)(6) 2017: received revision op report dated (B)(6) 2015. This claim changes from a non-revision to a revision